Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using cold insulin at the time of the event. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 100 mg/dl.